Event description:
It was reported that during device upgrade procedure, the stylet got stuck in the right ventricular lead. After the lead was placed normally; the stylet could not be removed from the lead. The lead was not used and a new lead was implanted successfully. The patient was in stable condition prior, intra and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.